Event description:
Additional information revealed this ipg was explanted on (B)(6) 2016 (reference MFR. Report#: 1627487-2017-00286).

Event description:
It was reported the patient experienced overstimulation after a fall. As a result, the patient underwent surgical intervention wherein the ipg was explanted. (Exact explant date is unknown).